Manufacturer narrative:
The customer provided instrument logs for investigation and investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported a discrepant low pco2 result when compared to repeat testing on a comparative instrument from samples collected at the same time. There is no report of injury due to this event.